Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that cardiac chest pain and coronary restenosis occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was unstable angina. Prior to procedure, the patient was also found to have other objective evidence of ischemia. Subsequently, the patient was referred for emergent cardiac catheterization and the index procedure was performed. The target lesion was located in the mid left anterior descending artery (lad) with 60% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 12 x 3.50 mm study stent. Following post dilatation residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient came in with complaints of recurrent angina or chest pain despite on antianginal medications. Positron emission tomography (pet) stress test was performed in response to confirm ischemia which revealed mild-to-moderate lad territory ischemia. Electrocardiogram (ECG) was also performed which showed non-ischemic response along with accelerated junctional rhythm. Scintigraphic findings identified approximately 8% of the left ventricle as being ischemic confirming ischemia. Normal lv systolic function- lvef at rest is 61%, rising to 68% at the peak of stress. Subsequently, the patient was referred for cardiac catheterization. In (B)(6) 2016, coronary angiography revealed patent stent in the mid-lad, 70% distal stenosis and 50% ostial stenosis in 2nd and 3rd diagonals. The angioplasty of 70% stenosis located in distal lad was planned since there was evidence of 2 tandem lesions leading to the symptoms. The tip of lad was small in caliber (approximately 2 mm) and was not amenable to implant the stent. Hence, plain balloon angioplasty was performed to the distal lad. Finally, attention was given to the proximal lesion and was treated with direct placement of a 2.25 x 8 mm drug-eluting stent with no dissection and timi 3 flow.